Event description:
It was reported that this right atrial (ra) lead exhibited noise. This can be attributed to a possible insulation damage. Changes in programming were established and the lead was replaced (a few months later). No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited noise. This can be attributed to a possible insulation damage. Changes in programming were established and the lead will be replaced in september. No adverse patient effects were reported.